Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported injecting a patient in the dark circles with a juvéderm® volbella ¿ with lidocaine (0.3 ml to each orbitomalar groove and 0.2 ml to each nasogenian groove) and in the upper third with botox® for dark circles complaints. The patient was concomitantly treated with sculptra® to the face. The results were excellent. Patient returned 8 months later ¿with edema and erythema in the region of hyaluronic acid application on the left [¿malar orbit groove¿], after covid infection.¿ symptoms began 1 week after covid-19 infection recovery. Patient says that the edema is worse in the morning with improvement throughout the day and that it varies between days. The event was reported as intermittent and persistent late edema. Hcp started treatment with non-steroidal anti-inflammatory drug (ibuprofen) x 7 days without success. Then, hcp switched to corticosteroid therapy (prednisone) x 7 days. Then, hcp began treatment of prednisone and amoxicillin clavulanate up to the present. There was partial improvement of the condition. Hcp reported that the patient had a similar clinical situation a few months after the application of juvéderm® volbella ¿ with lidocaine, 1 week after a sinusitis, but by that time the patient did not associate it to the application. The hcp was thinking about using hyaluronidase, because the patient was very uncomfortable with the condition. The event has not resolved.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of not device related sinusitis and not device related covid infection are considered unexpected adverse drug experiences. The events of not device related sinusitis and not device related covid infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported injecting a patient in the dark circles with a juvéderm® volbella ¿ with lidocaine (0.3 ml to each orbitomalar groove and 0.2 ml to each nasogenian groove) and in the upper third with botox® for dark circles complaints. The patient was concomitantly treated with sculptra® to the face. The results were excellent. Patient returned 8 months later ¿with edema and erythema in the region of hyaluronic acid application on the left [¿malar orbit groove¿], after covid infection.¿ symptoms began 1 week after covid-19 infection recovery. Patient says that the edema is worse in the morning with improvement throughout the day and that it varies between days. The event was reported as intermittent and persistent late edema. Hcp started treatment with non-steroidal anti-inflammatory drug (ibuprofen) x 7 days without success. Then, hcp switched to corticosteroid therapy (prednisone) x 7 days. Then, hcp began treatment of prednisone and amoxicillin clavulanate up to the present. There was partial improvement of the condition. Hcp reported that the patient had a similar clinical situation a few months after the application of juvéderm® volbella ¿ with lidocaine, 1 week after a sinusitis, but by that time the patient did not associate it to the application. The hcp was thinking about using hyaluronidase, because the patient was very uncomfortable with the condition. The event has not resolved.